Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, lot number 0842d, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that the several heads of the flosser in the package were not tight. The consumer disposed of both the packaging and product. The report had no adverse event. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012: product family category count trending did not show adverse trends and no trend involving the reported lot number, 0842d. A review of the device history records, manufacturing issues, retain sample evaluation, documentation did not indicate reach access daily flosser failed to meet specifications. The returned sample was not received for evaluation. Due to the unavailability of the sample, the particular alleged defect could not be evaluated. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, lot number 0842d, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that the several heads of the flosser in the package were not tight. The consumer disposed of both the packaging and product the report had no adverse event. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.